Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. This report is for unknown lcp df plate/unknown lot number. Device is unknown and is unknown when implanted. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a lcp df plate was broken after 6-7 weeks, no weight baring, no secondary trauma. It happened post-op / no prolongation in surgery. This report is 1 of 1 for (B)(4).